Event description:
The device stopped working and malfunctioned. The device worked for 3 months and then all of a sudden it started ¿not working¿. The change was thought to be gradual. In december/january it gradually stopped working and then by february it was not effective anymore. It just malfunctioned. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).